Manufacturer narrative:
It was further informed that the device was not available for evaluation since it was discarded at hospital. Without return of the product, edwards is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. An engineering investigation has been initiated to consider any potential factors that may have contributed to this complaint. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, when priming this dpt (disposable pressure transducer) with vamp, the pressure tubing completely detached from the connector at the point of seal, therefore a saline leaked at the connection of the pressure tubing. As per customer opinion, the packaging of this product could lead to breakage of the tubing connection, due to the tubing is bent at extreme 90 degrees angle in the packaging. There was no allegation of patient injury. The product involved in this case was not available for evaluation, since it was discarded at hospital. Patient demographics unable to be obtained. The occurrence date is unknown.

Manufacturer narrative:
The device involved in this case was not received by our laboratory for a full product evaluation, since it was discarded. However, evaluation results of the sample and image from same model and failure mode provided by the customer in a related event (manufacturer ref: (B)(4)) was taken as reference. Based on that, pressure tubing was considered to be broken rather than detached; reports of tubing breakage have been received. This unique issue has been investigated and the root cause is a combination of excess solvent and stress on this portion of the tubing in the package. As a result, breakage typically occurs in the package and renders the device unusable. A small number may not have a complete break and result in an obvious leak during the flushing process, prior to connecting to the patient. Therefore, the break in the system will be immediately detected. As a result, the potential for injury of this failure mode is remote. As such, this event is no longer considered reportable, and a corrected supplemental report is being submitted.